Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healtcare (B)(4).  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow an unspecified quantity of one-link non-dehp standard bore catheter extension sets which "allows more liquid to reflux back into the system". This issue was identified before use. There was no patient involvement. No additional information is available.